Event description:
It was reported that, on an unknown date, that the handle with mini quick coupling, stainless steel was not holding bits. It was also reported that the band and cap slid off. It was reported that the device did not malfunction during surgery while being used on a patient. The event did not contribute to death or serious injury. No further information is available at this time. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this compliant condition. There are no known ncrs associated with this part and lot number. Subject device was received not holding bits. Subject device is not repairable. The cause of the issue is unknown. Placeholder.